Event description:
It was reported that a 60-year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel, 350cc silicone prosthesis experienced left-sided silent rupture post procedure. As a result, patient underwent bilateral replacements with silicone allergan prosthesis on (B)(6) 2022.

Manufacturer narrative:
Suspect device received on (B)(6) 2022. Device evaluation completed on (B)(6) 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 350cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the posterior view within an area of shell abrasion measuring approximately 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on february 09 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 350cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the posterior view within an area of shell abrasion measuring approximately 0.1 cm. A microscopic examination was performed, and striations were not found on the edge of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on june 06 , 2023: visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 350cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the posterior view within an area of shell abrasion measuring approximately 0.1 cm. A microscopic examination was performed, and striations were not found on the edge of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Additionally, this product complaint was addressed through mentor¿s quality system. Through the assessment, it was identified that the process controls and data records collected for the complaint sm mpp gel 350cc are within specification. The rupture present in device lot number 5727605 is not able to be confirmed as a manufacturing defect. Manufacturer¿s reference number: (B)(4).